Event description:
The customer reported on (B)(6) 2014 at 23:00 he activated a new pod and his blood glucose and insulin history for the follow day ((B)(6)). The pod was deactivated and noticed the cannula looks a little bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.